Event description:
Reportedly, the valve was explanted after an implant duration of approximately 2 years (25.93 months) due to stenosis. At explant, the findings were: severe as (aortic stenosis), all three leaflets of magna valve were fibrosis and calcified. Redo avr.

Manufacturer narrative:
Method: x-ray. Evaluation summary: as received the valve exhibits cut outs in the tissue at leaflet 2 and leaflet 3 that measure to approximately 5-6mm at the free margins by 8-11mm into the cusp area. The cut outs are most likely for pathological testing. All three leaflets exhibit thickening in the tissue. The thickened tissue is due to indeterminable reason and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 4-5mm. Host tissue is minimal to moderate at the stent inflow. Most of the sewing ring was cut off, most likely due to explant, which exposed the wireform at the inflow aspect. Sections of the sewing ring were returned with the valve. The x-ray demonstrates minor calcification in the cusp area of leaflet 2. Additional manufacturer narrative: on (B)(6) 2011, research and development completed the histology analysis and concluded with the following: this valve was explanted after approximately 26 months due to stenosis, which was confirmed by a review of the echocardiography recording. Substantial portions of the leaflets were removed before the valve was received at edwards. According to the unofficial pathology report provided by the hospital, "sections show pieces of cardiac valve tissue with degeneration, focal calcification, acute and chronic inflammation, and suture granulomas". The remaining leaflet tissue returned to edwards is substantially thickened, discolored, and presents with an increase in stiffness. Only several small calcification nodules were identified in the remaining tissue at edwards, histology of the remaining leaflet specimens showed that the leaflet underwent primarily non-calcific tissue degeneration although calcification related tissue deterioration was also noted. These observations are consistent with the pathology report from the hospital. Calcific and non-calcific bioprosthetic tissue degeneration is usually a chronic event, with large variability among patients. The underlying mechanism(s) of calcific and non-calcific tissue degeneration are not fully understood, but are generally believed to be a result of biological factors originating from the patient as well as mechanical stress on the device. Considering the presence of proinflammatory cells, it is possible that an inflammatory response to the bioprosthetic tissue may have been involved in this particular patient." The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: no serial number was provided; therefore, no device history record (DHR) review can be done until this information is known. No additional information has been provided by the health care provider.